Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient was not wearing a cgm during the time of the event and was not in an active sensor session.

Manufacturer narrative:
(B)(4) 3004753838-2023-043393 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported that the cgm was inaccurate and caused her pump to give incorrect amounts of insulin. There were no cgm nor bg values reported as the patient could not remember the exact values. There were no specific symptoms reported. The patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). There was no information about the treatment administered at the hospital. At the time of the report the patient was still at the hospital and had been there for 3 days. At the time of the event the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.